Event description:
Patient reported obtaining a blood glucose result of 110mg/dl, while using the suspect device. Patient stated that they delivered their normal amount of insulin (30 u long-acting insulin) and went to sleep. Patient reportedly lost consciousness, while sleeping, and was awakened at the hospital. Patient indicated that they were treated with a glucose IV; however, they were unable to provide any information about results obtained, while hospitalized. Additionally, patient did not provide duration of hospitalization. Patient's current condition: fine. At the time of the report, patient had already switched to a different vial of strips, and was unable to return those in use at the time of the event.